Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the ipg was replaced and that the patient was doing well postoperatively. The explanted ipg will not be returned.